Manufacturer narrative:
Although the DHR (device history review) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that a subject guidewire that was used and broken. There was no additional information received. As the device was not returned and a review of all available information fails to indicate an assignable cause for the reported event, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during procedure, the subject guidewire was broken. No other information was provided.

Event description:
It was reported that during procedure, the subject guidewire was broken.